Event description:
It was reported that the sys 6600 went to high kv output and washed out the image. There was no adverse pt involvement reported. No pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The camera and camera controller circuit board along with the image intensifier circuit board were replaced. Camera aligned and calibrated. The sys was tested and found to be working as intended and placed back into svc.